Event description:
Caller indicated that patient presented with twos post vp on the presenting egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).